Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/16/2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation and past external visual inspection. Voltage testing was performed and the device failed. The share log data was reviewed and passed. The complaint was not confirmed because the transmitter passed the log review. The reported allegation was not found and a root cause could not be determined. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.